Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor failed a pulse test. The cause of the failure was isolated to a shorted c1 capacitor. The root cause of the shorted capacitor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated issue, a reportable problem was found. The monitor failed a pulse test.